Manufacturer narrative:
H.6. Investigation: customer returned (1) 0.5ml bd safetyglide insulin syringe from lot# 0323180. The customer reported a skew marking line. The returned syringe was examined and tested using a 0.5ml plug gauge, and it was observed that the scale markings were slanted/distorted and the 0-unit marking did not fall within spec of the plug gauge. A review of the device history record was completed for batch # 0323180. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for scratched print. Root cause for this defect can not be determined. H3 other text : see h.10.

Event description:
It was reported bd safety syringe had issues with its scale markings. The following information was provided by the initial reporter: "a skew marking line."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd safety syringe had issues with its scale markings. The following information was provided by the initial reporter: "a skew marking line".